Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses when the left breast prosthesis deflated post implantation. Additionally, the patient developed baker grade ii capsular contracture in her right breast post implantation. The issues were diagnosed via a physical. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses when the left breast prosthesis deflated post implantation. Additionally, the patient developed baker grade ii capsular contracture in her right breast post implantation. The issues were diagnosed via a physical. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 23-feb-2022, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation on (B)(6) 2022. Reason for device explant and/or reoperation: left breast prosthesis deflation, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).